Event description:
Healthcare professional reported "encapsulated". Healthcare professional later reported "rupture and capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "encapsulated". Healthcare professional later reported "rupture and capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on july 17, 2025, with lot number 3054903. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.